Manufacturer narrative:
The complaint of a leak could not be confirmed from the photographs and physical samples that were provided for investigation. A visual and microscopic examination revealed no damage or defects on the returned samples. A functional test revealed no leaks in the q-syte connectors or stopcock components. Although the photos, returned samples, and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
While using the q-syte in the neonatal intensive care unit (nicu), drug leakage occurred. As a result, the infant was reported to have developed hypoglycemia. Death no serious injury no erroneous results no course of treatment changed due to event no medical int. Other than first aid no safety issue no other actions taken no.

Manufacturer narrative:
Investigation results updated statement: the complaint of a leak could not be confirmed from the photographs and physical samples that were provided for investigation. A visual and microscopic examination revealed no damage or defects on the returned samples. A functional test revealed no leaks in the q-syte connectors or stopcock components. Although no leak was identified during the investigation, it is possible that the connection may not have been fully secured or properly engaged when checked on-site. Even though the photos, returned samples, and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. We appreciate you taking the time to bring this observation to our attention. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends. We regret any inconvenience this incident may have caused you and your facility.

Event description:
No new information.

Event description:
Response to the inquiry: we have been informed that the patient has recovered. We have been informed that the issue occurred during IV fluid treatment. As this involves the patient¿s personal information, no additional details have been provided.